Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. The patient's family member reported that "the meter was reading improperly and resulted in patient being hospitalized in may, june and july. Their meter allegedly was prompting "not ok" and "redo". The results on their meter was 127mg/dl. There were no results reported from any other source. There was no comparison between patient's meter and any other source. Treatment is unknown. No further information has been reported.